Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5at7w. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with 5 double drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: part of the event description states "it was noticed orange drivers ejecting from the stapler.". To confirm, do you mean that the drivers were noticed ejecting from the reload (not the stapler)? Correct. The orange drivers were ejecting from the cartridge.

Event description:
It was reported that during a fundoplasty and paraesophageal hernia repair, the scrub nurses attempted to load the reload into the stapler when it was noticed orange drivers ejecting from the stapler. The metal reload base appeared to be bent, as well. A second like reload was used to complete the procedure. There were no patient consequences reported.